Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high", specific value was not provided. Reportedly, the customer was using fiasp within their pump supplies. Customer went to the emergency room with moderate ketones and was subsequently admitted to the hospital. Tandem technical support educated the customer regarding off-label insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.